Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain."). In 2007, the patient experienced cystitis interstitial ("infection (bladder/ urinary tract/ vaginal- she now have a bladder disease called intersticial cystitis"). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal changes (she have to use hormone replacement cream)"). In 2012, the patient experienced bladder disorder ("bladder disorder"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain, cystitis interstitial, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis interstitial, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received, aka added, demographic added, product information updated, events added are - cystitis interstitial, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, weight gain, device monitoring procedure not performed, abdominal pain. Events onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.